Event description:
Customer reported that the unit would not display rhythm through leads and defibrillator pads. No reported pt involvement. The device was repaired and proper operation was confirmed.